Event description:
The customer stated that her blood glucose was tested using her breeze2 meter and the reading was 301 mg/dl. Her glucose was retested using another meter and that reading was 97 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product is available for return.